Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No blank display anomaly noted during testing. The insulin pump was received with normal operating currents. Moisture damage found on the lcd board and motor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm after the insulin pump got exposed to moisture then the insulin pump went to blank display. The customer's blood glucose was 191 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.